Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint reference: (B)(4).

Event description:
It was reported when the patient was admitted to the hospital due to acute myocardial infarction. He underwent emergency iabp implantation and an intraaortic balloon catheter was connected to the machine, the balloon could not be inflated and the equipment could not work properly. After checking the airway for blood, the balloon catheter of the same brand and model was immediately replaced. The equipment operated normally and the auxiliary support was normal. The original balloon catheter that was removed was reported as damaged. There was no patient harm or injury reported.

Manufacturer narrative:
No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
Na.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b7.

Event description:
N/a.